Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. The aortic neck was 30 mm in diameter, it was 10 mm long and it had mild angulation of 15 degrees towards the left. The iliac arteries were small measuring 6.5 mm in diameter, they were calcified with areas of focal calcification and mild tortuousity bilaterally. Prior to the procedure, the iliac arteries were pre-dilated. It was reported that after the bifurcated stent graft was implanted the pt's iliac artery was torn during removal of the delivery system. The physician commented that the pt's anatomy was unfavorable; however, he wanted to attempt endovascular treatment first. The iliac artery was covered and extended distally with 2 talent iliac limbs and this resolved the injury. No additional clinical sequelae were reported and the pt is fine. The delivery system was discarded after the procedure.

Manufacturer narrative:
(B) (4). Results: small iliac arteries with areas of focal calcification; arterial trauma/dissection/perforation; device inserted through small iliac arteries.